Manufacturer narrative:
The field service engineer (fse) noted the hemoglobin lyse syringe block cracked and replaced the syringe block to resolve the issue. The fse also replaced the tubing as a preventative measure. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. Syringe block. In conclusion, the likely cause of the event is attributed to the hemoglobin lyse syringe block. A definitive cause of the cracked syringe block is unknown.

Event description:
The affiliate stated the customer reported clear fluid leaked from underneath the instrument and approximately 5 to 10 milliliters leaked onto the counter involving the coulter act 5diff cap pierce (cp). The customer noted the fluid had crystallized and was tacky. The operator was wearing protective gloves and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The customer stated controls were within specifications and patient results were not impacted. There was no patient consequence associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.